Event description:
It was reported that a male was reported to have developed chondrolysis following shoulder surgery in 2007. Diagnosed in seven months later.

Manufacturer narrative:
Evaluation summary: initial reporter indicated that no sample was available for evaluation and investigation. The info contained herein is based on the info provided by the initial reporter. The reporter was the mother of a male that had shoulder surgery in 2007 to repair a 180 degree tear of labrum. The pump was inserted for pain relief. In seven months later, the pt was diagnosed with chondrolysis. No info was available about the pump, including model, fill volume, flow rate, or medications used. No problems with the operation of the pump were reported and the catheter was removed at the patient's home with no problems. Permission to contact the physician for the required information was not granted by the initial reporter. Although, no specific information was available for this reported event, in late 2006, in light of the possible connection between the use of bupivacaine in the intra-articular space and the onset of chondrolysis as suggested by the literature, and in an abundance of caution, I-flow modified the on-q directions for use (dfu) by adding this warning: "avoid placing the catheter in joint spaces. Although, there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.